Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise to out-of-range shock impedance measurements due to calcification. Technical services (ts) recommended continued monitoring. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.